Event description:
Patient went to (B)(6) to have his eyes examined, and through vision testing it was suggested that he have eye surgery on his right eye to replace his intraocular lens. (B)(6) insured the patient that if he had this surgery, the next day he would never have to wear eyeglasses again. (B)(6) also requested that the patient pay (B)(6) up front before the surgery. On (B)(6) 2013 the patient had the surgery and ever since then has had the follow symptoms: double vision, can't see at night, can't read during the day time. Loss of color (red now looks rose colored), eye infections and all letters connect ("like looking through unfocused binoculars"). Patient went to (B)(6) regarding his symptoms, the dr. Stated that he must have had a "optical nerve stroke." (B)(6) then referred patient to a neuro ophthalmologist surgeon (B)(6). (B)(6) performed several tests on the patient and stated that "he did not have a optical nerve stroke, he is very familiar with these lense and will not place nor remove them." Patient also contacted the manufacturer and was told "the lens was cleared by FDA, the operation was successful. He was just disappointed in the outcome." Patient was very upset, "this sounded too good to be true from the beginning, I have eyeglasses but they don't help much." He has spent a lot of money on this surgery, including over (B)(6) in prescriptions alone. Patient states he is a farmer and has to use trackers, equipment, read manuals and he has to really watch himself because of his impaired vision in his right eye. Patient also states that he is afraid to drive because of his vision, his wife has to drive him around. Several other people in the patient's area have had the same surgery by (B)(6) and have suffered the same outcome. They are waiting on the outcome of his repair surgery by (B)(6) on (B)(6)2014, to replace the lens with a standard medicare approved lens to see what actions they will take.